Manufacturer narrative:
Information contained on this report was previously submitted through psr on 22/apr/19. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, device appearance (observed 40 mm dark patch edge material inside gel device) broken/missing piece of the shell, crease fold, wear abrasion and yellow particles. A microscopic analysis was performed which one crease sharp in the radius side and have stress marks and missing piece of the shell due to inconclusive. Based on the device analysis the final assessment is a crease sharp in the radius side. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.